Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. A review of the device data indicated that the shock impedance has been very stable over the last year in the approximately 40 ohm to 50 ohms range prior to this single high out of range measurement. There is no evidence of noise on any of the channels. Boston scientific technical services (ts) explained that this single out of range measurement could be due to the way the impedance test is run by the device and that the small amplitude signal can be impacted by external electromagnetic interference (emi). Ts provided guidance to the healthcare provider (hcp) that they only way to determine the cause is to bring the patient in for further testing. Ts also indicated they could consider performing another remote monitoring transmission in approximately one (1) week to determine of the value has returned back down to the previous baseline within specification limits. The hcp indicated they will perform another remote monitoring transmission the following week. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that an alert was observed on this implantable cardioverter defibrillator (ICD) system for a high out of range shock impedance measurement greater than 200 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. A review of the device data indicated that the shock impedance has been very stable over the last year in the approximately 40 ohm to 50 ohms range prior to this single high out of range measurement. There is no evidence of noise on any of the channels. Boston scientific technical services (ts) explained that this single out of range measurement could be due to the way the impedance test is run by the device and that the small amplitude signal can be impacted by external electromagnetic interference (emi). Ts provided guidance to the healthcare provider (hcp) that they only way to determine the cause is to bring the patient in for further testing. Ts also indicated they could consider performing another remote monitoring transmission in approximately one (1) week to determine if the value has returned back down to the previous baseline within specification limits. The hcp indicated they will perform another remote monitoring transmission the following week. The products remain in-service. No patient symptoms or adverse patient effects were reported. It was reported that that review device data submitted through a remote home interrogation noted intermittent high out of range shock impedance measurements greater than 125 ohms. Additionally, a low out of range shock impedance measurement of 10 ohms, and a few zero ohms measurements were noted. Technical services (ts) discussed troubleshooting options to try to reproduce the out of range measurements or noise, and also discussed checking for sources of potential electromagnetic interference (emi).